Manufacturer narrative:
On (B)(6) 2015, additional information was received. The patient is recovering. Dr. (B)(6) state that the patient will need reconstructive surgery.

Event description:
Dr. (B)(6) reported to merz north america that he injected a patient in the columella. The patient developed necrosis to upper lip, vermillion, and mucosa. She is currently being followed at office. Dr. (B)(6) was contacted and he provided additional information: female patient, (B)(6), received 0.4cc of radiesse in the malar, columella, and mentum regions (1.2cc total). Patient is a repeat user since 2011 with no former reported adverse events. On (B)(6) 2015, patient reported a blackened area in the columella, -2cm in diameter, and returned for treatment. Physician injected hyaluronidase, applied nitropaste, steroid, silver nitrate cream and aspirin as treatment. Physician feels confident about her treatment and will report any additional information regarding the patient's recovery.